Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was to be implanted in the common bile duct to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight. The stent was implanted with about 1cm outside the papilla. According to the complainant, on (B)(6) 2017, fluoroscopy was performed and the stent was found to have migrated distally. Based on the physician's assessment, the stent was protruding out of the papilla more than desired. The stent was removed from the patient using forceps and another wallflex biliary rx stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a deployed wallflex biliary rx covered stent was returned for analysis; the delivery system was not returned. The stent was measured to be within specifications. No issues were identified with the device. The investigation could not confirm the reported event that the stent migrated based on the condition of the returned device. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Additionally, stent migration is noted within the dfu as a potential complication. Taking all available information into consideration, the investigation concluded that the event is due to a known physiological effect of the procedure noted within the directions for use and/or device labeling. Therefore, the most probable root cause assigned for this event is anticipated procedural complication. A review of the device history record (DHR) revealed no non-conforming events or deviations related to this event. A search of the complaint database revealed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was to be implanted in the common bile duct to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tight. The stent was implanted with about 1cm outside the papilla. According to the complainant, on (B)(6) 2017, fluoroscopy was performed and the stent was found to have migrated distally. Based on the physician¿s assessment, the stent was protruding out of the papilla more than desired. The stent was removed from the patient using forceps and another wallflex biliary rx stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.